Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was unable to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that a conclusive cause for the reported leak could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents for failure to advance, difficult to position, or dislodgment reported for this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: radifocus 0.035. Guide cath: britetip. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
The procedure was to treat a mildly tortuous, moderately calcified, concentric, 100% stenosed, de novo lesion in the external iliac. When the omnilink elite stent was being deployed, pressure was first applied up to 10 atmospheres (atm) and then an attempt was made to increase the pressure up to 12 atm when a small amount of leakage was observed from around the strain relief. The stent itself was implanted. Although leakage was observed, the stent was further dilated using the stent delivery system (sds) and the procedure was completed. There was no issue noted during prep. There was no report of resistance during the removal of the sds out of the deployed stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.